Event description:
The customer reported that her freestyle device started on fire.

Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made s to the cause of the event at this time. Attempts to follow up with the customer to get additional complaint info are on going. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.